Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the caps of 28 tubes does not fit securely after being filled with a sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, the caps of 28 tubes does not fit securely after being filled with a sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and does not show the reported defect; the photo shows an unused tube for the purposes of providing batch information. Therefore, functional tests were conducted on 29 retained samples. Five of the 29 retained samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.